Manufacturer narrative:
Section h10" the cori console rob10024, (B)(6), was returned for evaluation. The reported problem cannot be visually confirmed. The reported scenario that the console would not boot cannot be confirmed. The console was connected to a cart and was started. The start-up was performed as usual, and the system booted without freezing. A kpc test was performed, which passed without any errors or freezing. After letting the console run, a test case was performed, and no freezing or other failures occurred. The console was restarted again and booted as normal. A third test case was performed. A test case could be completed without freezing. The console was opened, no visual defects were found. The connections were all intact, the gpu was replaced, and a test case was performed again, which was completed without freezing. A logfile review was completed and the reported problem can be confirmed. The console freezing would be attributed to an error in the nvidia card (graphics processing unit). The gpu was replaced, and the freezing was not shown. The most likely cause for the reported event is due to an error in the nvidia card (graphics processing unit). A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that while setting up a cori assisted tka surgery, the real intelligence cori console started freezing and had to be restarted, on 3rd restart it would not boot (would stay on running system initialization tests screen). Surgery was performed without any delay by manual procedure. Since incident occurred before procedure; patient was not yet involved.